Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2016 with the following findings: during investigation, the original complaint of a cs 006 was unable to be adequately investigated due to a blank screen when the pump powered on. The pump powered up with auditory and vibrations. Unrelated to the original complaint, there was moisture found internally when the printed circuit board was inspected. Additionally, during a visual inspection, the battery compartment was found to be cracked from the threads down to the case seal. No battery cap was returned so a test cap was used and was able to fit and maintain an electrical connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was noted that the pump emitted a cs 006 alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.